Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services reviewed the parameters for safety mode. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and replaced successfully. The device has been returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services reviewed the parameters for safety mode. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this device was explanted and replaced successfully. The device has been returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services reviewed the parameters for safety mode. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.